Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient's infection, nearly six weeks post-implant. It was also reported the patient has refused another implant. No additional adverse patient effects were reported.